Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the lumen. The catheter was advanced into the right atrium and while in the atrium it interacted with the ice catheter. The splines became difficult to visualize on ice so the catheter was removed from the body. At that time it was noted the guidewire could not be advanced. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.